Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports after completion of patient procedure, while staff was moving the injector suspension away from patient, the ceiling suspension arm above the j-bow broke. The j-bow and powerhead did not fall to the floor, but are reportedly "hanging by a wire". Customer stated the 'wire' was a safety wire internal to the suspension system. Customer confirmed no one was injured.